Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to an external contractor for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had a burning smell along with other unspecified issues. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Uhs was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site and found that the sound material on the right side was leaning against the vacuum pump muffler and had visible burn marks and seemed to be the source of the smell. The technician reseated the sound material so that it does not contact the vacuum pump, ran several wash cycles, tested vacuum and washing pressure, and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. The root cause of the reported event of burning smell was due to burnt sound material which was leaning against the vacuum pump. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the sound material was reseated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.